Event description:
Procedure: hemicolectomy. According to the reporter: the ta90-3.5 was used on the anastomosis. The pt was brought back in 2008 with leak. Re-operation was done along with unintended ileostomy. The surgeon described necrotic tissue around the staple line. No further report was provided.